Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# n279843012, implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 10 mg/ml dilaudid at 1.201 mg/day via an implantable infusion pump for failed back surgeries. It was reported that the pump connector seemed damaged when the healthcare professional removed it from the pump. Multiple attempts were made to gently and forcibly removed the connector from the pump. The connector seemed to break apart somewhat so they elected to disconnect the connector piece and leave it attached to the pump. The unit would be sent to the manufacturer for analysis. A sutureless connector was used to connect the catheter to the new pump. The catheter was successfully aspirated prior to removing the connector. It was reported the catheter worked fine after attaching the sutureless connector. The patient never complained about any perceived loss of therapy prior to surgery. It was reported the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc lot# n279843012 (B)(4) implanted: (B)(6)2011 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep). The rep reported that the original need for the su rgery was an elective replacement indication scheduled replacement. The rep reported they shipped the pump and connector to the manufacturer. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis of the pump found that there were no anomalies with the device. Analysis of the catheter found that there were no significant anomalies with the device. There was coring/tears/cuts in the sc connector seal. No leaking was seen in the lab and there was no leak allegation. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for analysis.